Event description:
It was reported that during a knee surgery one of the two traction strands broke cleanly when the graft was inserted into the femoral tunnel. The surgeon had to cut the button and extract it, before removing the graft and re-wiring it onto a new button. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the suture system loops were broken off, and the remaining suture tails are frayed. The button shows scratches. No functional testing was performed due to the device being damaged. The most likely cause can be attributed to user error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.